Event description:
Additional information received reported that to the best of the reporter's knowledge the patient was doing fine since their revision.

Event description:
It was reported the patient experienced less than (B)(6) therapy relief. Diagnostics included dye study, logs checked and surgical intervention. A catheter exploration was performed and the patient had a csf leak in the back where the catheter was anchored. The catheter was re-anchored with good csf flow. A dye study confirmed catheter placement was good. The patient status at the time of the report, alive no injury. The pump was used to deliver dilaudid and bupivacaine. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).